Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 (software version 3.20) indicating a device malfunction as the device failed electrical safety testing. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device failed electrical safety testing during preventive maintenance (pm)-- the power cord has more resistance than allowed in electrical tests. The device was ultimately sent to bench repair, where an authorized service provider (asp) was able to replicate the issue after performing testing. After replacing the power cord and completing repair tests, the asp confirmed that the issue was resolved. The power cord replacement indicates that the cause of the malfunction was due to a faulty power cord that needed to be replaced for repair. The investigation concludes that no further action is required at this time. While this issue has been resolved, additional issues were observed and are being addressed in subsequent cases. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The malfunction impacted the user¿s ability to use the device properly.